Event description:
The customer contact reported air in the tubing distal to the pump with no pump alarm. No specific patient information or pump programming were provided. Reportedly, at an unspecified time during delivery, the patient noted air in the tubing set. No audible alarm was reported. The physician was notified. There were no reported adverse patient effects. Though requested, no further information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.